Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted tones, exhibited premature battery depletion, and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. This ICD remains in service at this time. No adverse patient effects were reported.